Event description:
The reporter states that pt was tested and the caregiver obtained the blood glucose results of "hi" (greater than 600 mg/dl) and 133 mg/dl on the accu-chek inform meter. An additional comparison was obtained on the pt with a blood glucose result of 126 mg/dl on the meter in comparison to a lab result of 366 mg/dl. Test results were obtained within 10 mins. No reported actions taken based on the blood glucose results. No adverse event reported. New system sent and return requested.